Event description:
Customer's daughter reports that customer has experienced button error alarm. It is also reported that insulin pump has filled circles that cannot be removed. Customer reverted to manual injections due to filled circles. Customer's blood glucose was 342 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received intermittent button response due to flattened act button dome switch. Insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Insulin pump received with cracked case at display window corner, cracked reservoir tube lip and no filled circle anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.